Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.

Event description:
The customer reported via the sales rep that during surgery, the surgeon was trying to adjust the angulation of the rod while connected to the instrument, the head of the instrument broke off. It is further reported that there was no adverse consequence. The sales rep further reported that there was no additional time added to the surgery.